Manufacturer narrative:
A steris service technician inspected the unit and found that the drying piston valve was broken. The technician repaired the unit, ran a test cycle and confirmed it to be operational.

Event description:
The user facility reported that water leaked from their reliance genfore washer and into the floor below. No injuries or procedural delays/cancellations reported.